Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2018 with blood glucose level of 70 mg/dl. The customer¿s other blood glucose level was 159 mg/dl and 29 mg/dl. The customer was treated with sugar syringe for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer did not allege insulin pump was over delivering. The customer declined troubleshooting for low blood glucose. The insulin pump and reservoir will not be returned for analysis.